Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced an intermittent out of range signal. No additional patient or event information is available. No product or data were provided for evaluation. Confirmation of the complaint was undetermined. A root cause could not be determined.